Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer contacted adc on (B)(6) 2016 and reported that she had not received a replacement for her adc meter that would not turn on with the button or test strip. An attempted field exchange was unsuccessful as the pharmacy did not provide the customer with a new meter. As a result, the customer did not have a means of testing her blood sugar, and stated that her blood glucose level ¿got out of control¿. The customer further reported that ¿her blood sugar goes up to 500 mg/dl¿, and that on (B)(6) 2016 she had to go to the ER and where she was treated with 3 units of unspecified insulin. The customer declined to provide any additional information. There was no report of death or permanent injury associated with this event.